Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported ¿introducers are floppy and cheap, hard to insert, everyone is bending/screwing it in, buckling when trying to insert, quality has changed¿. Issue was noted to start upon the switch to new lot numbers, approximately mid to late last year. 04/03/2020-additional information received stated, after speaking with the team, everyone has stated, they feel that the microintroducer in the 3f, PICC kits have lately been floppy upon insertion or just bend. No one said anything because they thought it was just them experiencing it. But that is not the case, it is the entire team. Apparently, all have felt this way for several months. It was not stated how many kits were used.